Manufacturer narrative:
The investigation for the controller alarm-yellow alarm has been completed. Console data logs confirm that multiple controller error (defective optical sensor lamp) alarms were issued. The console was returned for evaluation. The failure was reproducible on initial boot of console in the lab. No light was observed coming of the front optical connector even though there confirmed that the optical bench lamp was emitting light. Inspection of the optical bench circuitry revealed a hole in the fibre optic cable causing leakage of light. The root cause for the defective optical sensor lamp alarm was defective optical bench (broken optical fiber).

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us based abiomed field service depot found an impella automated controller (aic) console to have a yellow controller alarm. The aic was not in patient use.